Event description:
It was reported that the pulse generator was unable to interrogate. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) -- unknown final analysis found a hybrid anomaly which likely contributed to the reported interrogation anomaly.